Event description:
Info received indicates the tubing was leaking.

Manufacturer narrative:
Product was not returned for investigation and a lot number was not provided. The complaint could not be confirmed.